Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The type of this complaint is revision due to dislocation. The primary surgery for oa took place by use of aml and duraloc 10 years ago. After suffering the dislocation, the patient had been in pain so the revision took place on (B)(6) in 2015. Although necrotic tissues were not found, the surgeon found erosion around the neck. The surgeon fixed the marathon liner by use of cement and replaced the head in question with the delta head. The duraloc cup was remained. There is no information on the surgical delay. The patient is now under observation for a full recovery.

Manufacturer narrative:
Additional narrative: the lab report, third party report, and products were reviewed by bioengineering and a report was received stating; based on the information received and the investigation performed, the root cause of the complaint was undetermined.the customer did not report a device defect. It is unlikely that there was a manufacturing fault. No corrective action is required. Post market surveillance is per sep-419.the mode of failure of the prosthesis is multi-factorial and consideration has to be given to all other potential influences such as, surgical process, patient variables i.e. Activity, weight, bmi and use, anatomical considerations and patient changes over time. This report details the findings from a review of the explants and information as supplied at the time of evaluation. Any conclusions from this data have to be placed into context with all other relevant factors. The complaint shall be closed with an undetermined conclusion and entered into the complaints system and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI unavailable . Follow-up with the complainant has been conducted for the catalog and lot number and this information is not available.